Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable phenytoin result for one patient on their c501 analyzer. The units of measure were not provided. The patient's initial phenytoin result was 0.0 accompanied by a data flag. It was sent to the customer's laboratory information system as <3.2. The initial result was not reported outside the laboratory. The sample was repeated and the phenytoin result was 58.4. The repeat result was reported outside the laboratory. There were no adverse events. The phenytoin reagent lot number was 66737901 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined. The quality control data did not have any issues. The customer was unable to supply additional information, so no further investigation was possible.